Manufacturer narrative:
The evaluation confirmed that the probe had a crack and there was a scratch on the distal end of the probe. The manufacturing history was reviewed, with no irregularities noted. As the result of this evaluation, we have concluded that the ultrasound output failed to activate due to the crack of the probe. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a procedure, a total of four sonosurg devices were used. The user could not activate the ultrasound output suddenly when the first three devices were used. The procedure was completed using a fourth sonosurg device. This is the second of the three reports.